Event description:
It was reported that during a follow up, this cardiac resynchronization therapy defibrillator (crt-d) recorded multiple anti-tachycardia pacing (atp) and shock episodes. It was noted that at implant patient went into slow ventricular tachycardia (vt) and had to be cardioverted. Technical services (ts) was contacted for a consult review of the presenting electrogram (egm). Ts reviewed the episodes and noted possible loss of capture (loc) on the left ventricular (lv) lead and odd morphology on the egm. Shock episodes were determined to have been appropriate. Ts recommended for imaging for further evaluation. At this time, no adverse patient effects were reported. This crt-d and lv lead remain in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.